Event description:
On (B)(6) 2015 subject underwent an l2-l5 lateral interbody fusion, in which the emg readings allegedly were erroneous and the pt suffered left leg paralysis. Subsequently additional decompression and construct adjustment was performed to address the post-operative symptoms. Subject is able to ambulate with a brace.

Manufacturer narrative:
(B)(4). Device was evaluated and passed functional testing. Log files related to the surgery were reviewed and no malfunctions were noted. Multiple twitch tests (train of four - tof) were performed during surgery with responses ranging from (B)(6) at start of surgery to a peak of (B)(6) within 30 minutes; subsequent values ranged from (B)(6). Reliability of displayed value is considered optimal if twitch response is (B)(6). It is not known if the pt had a history of chronically compressed nerves. The root cause of this reported event has not been determined but may have been related to suboptimal tof values. Labeling review: "chronically compressed nerves, or severely compressed nerves in an acute setting, are known to be less sensitive to depolarization currents (i.e., have significantly higher depolarization current values). They are also less likely to demonstrate significant changes in their threshold depolarization current values immediately following nerve decompression. Under such circumstances. Exercise caution in interpreting displayed data." "Contraindication: neuromuscular block or paralytics should not be in effect during the use of nvm5 emg as they might interfere with the electromyography readings. "Contraindication: do not attempt to use this device when using paralyzing agents on the pt, as nerve surveillance may be compromised."